Manufacturer narrative:
Investigation summary: no physical samples were received however the investigation was performed based on the photo(s) provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
When did it occur? : before use. Hypodermic needle injury: no. Other treatment: unknown. Were the returned items used? : no. If they were used, was something attached to them? : no. Returned quantity: 4. Details(timeline, history, etc.) Of the occurred event: we received word from the patient that the needle on the side attached to the insulin preparation had come off its base, and they were unable to attach it properly to the insulin preparation. Although we suspected a defect of the insulin preparation, it is unlikely that the insulin preparation was the cause given that they were able to attach it to the insulin preparation after replacing it with a new needle. Around 10 out of 70 needles cannot be attached, and 4 needles are being kept at the pharmacy. In addition, we have taken a photo of the defective needle, and the patient has also provided us with image data. Although they told us that they were originally prescribed the nanopass, they were switched to the pro one month ago, they said that they have a low pain threshold and may return to the previous needles next time.